Manufacturer narrative:
According to siemens local service engineer, (B)(4), the brake force on the system was set to 60n (should be more than 90n) and was corrected by the engineer to 160n. Customer's address: (B)(6).

Event description:
It was reported that the pt was lying on the table on the axiom aristos fx plus system for a lateral exposure. The detector was placed laterally beside the pt. The pt leant against the detector and the stand moved backwards causing the pt to fall between the detector and the table. The pt was later examined at the facility and sustained no injuries. The reported event occurred in (B)(6).